Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately ten(10) minutes after starting treatment with a polyflux 170h, the patient experienced nausea, vomiting and discomfort with sweating. It was reported that "the fluid was replaced", and the patient was given dexamethasone (dose not reported) and the treatment was discontinued. Patient outcome was not reported. No additional information is available.